Event description:
The customer reported that the xprezzon bedside monitor would power down while monitoring a patient. There was no patient or user harm associated with this event.

Manufacturer narrative:
The xprezzon monitor was shipped to spacelabs healthcare for additional investigation. The device was tested by an equipment service center technician and the reported problem was verified. It was found that the display would drop out after running the unit for a short period of time due to a faulty cpu pcba. Once the cpu pcba was replaced, proper device operation was observed through functional and performance testing. The cause of the reported issue was due to the cpu pcba.